Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the thv procedure in this elderly population with multiple comorbidities. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (partial j sternotomy or right mini thoracotomy), access, and stabilization of the site are also provided in the training. Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium, or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty, and the transcatheter aortic valve replacement (thv) procedure. There are several potential etiologies for ventricular perforation during a thv procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. Per the instructions for use (IFU), hemorrhage is a potential adverse event associated with the transcatheter valve replacement (tvr) procedure and the use of the edwards thv devices. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the hemorrhage is unknown; however, patient factors not provided and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device not available for return.

Event description:
As reported from our affiliates in spain, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23mm sapien 3 ultra valve, the patient presented with left femoral retroperitoneal hemorrhage with anemization. The event was initially resolved with the use of two non-edwards closure devices. Subsequently, the patient required vasoactive drugs and blood transfusions. A balloon was then used to achieve hemostasis which was partially effective. The event was resolved when a stent was implanted via vascular surgery and additional blood transfusions were given.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided by the medical facility. The following sections of this report have been corrected/updated: h6 (health effect - clinical code, type of investigation) and h10 (provide narrative/data). Per the initial report, during a transfemoral transcatheter aortic valve replacement (tavr) procedure of a 23mm sapien 3 ultra valve, the patient presented with left femoral retroperitoneal hemorrhage with anemization. Additional information received revealed the hemorrhage was not caused by an edwards device. It was due to a high stick in the left femoral access which was the non tavr access side. As there was no allegation or indication an edwards product malfunction caused or contributed to this adverse event, this event is no longer considered to be FDA reportable. However, the additional information received clarified the patient had presented with occlusive dissection of the right femoral artery which was the tavr access side. It was resolved with implantation of a percutaneous coated stent. This event is FDA reportable. Per the instructions for use (IFU), cardiovascular injuries such as perforation or dissection of vessels, ventricle, myocardial or valvular structures are known potential risks or adverse events associated with the overall transcatheter heart valve (thv) procedure and may require intervention. According to the literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral thv procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent the transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for an 14fr sheath is 5.5 mm. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the vascular dissection is unknown; however, patient factors not provided and/or procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.